Event description:
It was reported that a home patient (hp) had received a system error 2240 (air in set) alarm on a homechoice (hc) machine, during use. During follow up, it was found that the hp had disconnected without pressing stop. The hp later reconnected using aseptic technique. The technical service representative (tsr) assisted the hp in clearing the alarm. The hp was able to perform therapy the next day with no issues. No adverse event was indicated in association with this report. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned, a device analysis cannot be completed. The home patient had a user error when they disconnected from the machine without pressing stop and then reconnected. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. This guide provides step-by-step instructions for properly disconnecting during emergencies and provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A formal review of the label for the product family will be conducted. If additional relevant information becomes available, a supplemental report will be submitted.